Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: patient was being treated for a fracture of the second metatarsal bone. The screw broke during implantation. The surgeon removed the broken screw and continued the procedure. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.